Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2021-12533, 2017865-2021-12537. It was reported that the patient presented with an unspecified infection. There is no known allegation from a health professional that suggests the infection was related to the implantable cardioverter defibrillator (ICD) system. The physician explanted the ICD, right atrial lead, and right ventricular lead. The patient was in stable condition.